Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient reported the signal loss start at 6:30 pm on (B)(6) 2022. He stated that because of the signal loss issue he was not able to monitor his glucose reading. He had a seizure at 3:00 am on (B)(6) 2022 and collapsed for one and a half hours. He was given 1 ml of glucagon and after 45 minutes the glucose went up 17 mg/dl. He was given 3 ml of glucagon 15 minutes after the first dose and the glucose went up 140 mg/dl. It is unknown who provided the patient treatment. At the time of the report, the patient was in stable condition. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.